Manufacturer narrative:
The user facility stated that after running a cycle, the chamber in their 16" sterilizer began to fill with steam. The unit alarmed and user facility personnel aborted the cycle. All instruments were reprocessed prior to use in patient procedures. The user facility employee aborted the cycle to properly allow the steam to evacuate the unit as designed. Another user facility employee entered the room and opened the sterilizer door allowing steam to escape from the chamber and activating the facility fire alarm. No evacuations occurred however procedures were delayed while user facility personnel reset the fire alarm. A steris service technician arrived on-site, inspected the unit, and identified that the s2 valve was stuck open, causing the steam leak. The technician inspected the s2 valve and identified that the valve required cleaning. The technician found that a build-up of particles on the valve had caused the valve to be stuck in the open position. The technician cleaned the valve, tested the unit, and confirmed it to be operating according to specification. Steris service engineering reviewed the reported event and confirmed that over time particles can become stuck on the s2 valve as steam is supplied to the unit. The unit was manufactured in 2006 and is under steris contract for preventative maintenance services. The s2 valve was confirmed to be operating according to specification at the time of steris's preventative maintenance inspection in october 2016. No additional issues have been reported.

Event description:
The user facility reported steam was leaking from their 16" century sterilizer. No injury occurred as a result of the reported event.